Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd sst blood collection tubes there was poor barrier separation of samples. The following information was provided by the initial reporter: customer reported that back in 2022 they experience an issue with the sst tubes, the tubes did not form the serum separation after spinning the samples.

Event description:
It was reported that during use with an unspecified bd sst blood collection tubes there was poor barrier separation of samples. The following information was provided by the initial reporter: customer reported that back in 2022 they experience an issue with the sst tubes, the tubes did not form the serum separation after spinning the samples.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The information provided indicated customer was using a clotting time of 15 minutes. This is an off-label use, bd recommends a clotting time of 30 minutes. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.